Manufacturer narrative:
Batch review performed on 12 february 2018. (B)(4).

Event description:
On 13 january 2018 medacta international has been informed by the surgeon that a revision surgery will be performed on (B)(6) 2018 due to instability. The patient came in complaining of instability. The surgeon swapped the 10 mm insert for a 14 mm insert. The surgery was completed successfully.